Manufacturer narrative:
D9 - date returned to mfg : 1/30/2025. Corrected : d3 - mfg establishment name and g1 - contact office establishment name. Corrected : g1 - contact office establishment name. One device was returned for analysis. Visual inspection found a separated from chassis.(dso) downstream/upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a unknown. The downstream/upstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46011. There was no patient involvement, no patient injury was reported.